Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. The suspected faulty power management board was returned to getinge¿s national repair center (nrc) for evaluation. A senior technician evaluated the power management board and no visual damage was observed. The technician then installed the power management board into the cardiosave test fixture and it tested to factory specifications per iabp service manual. The nrc verified the failure of the system does not power up with battery or ac. The power management board failed testing. The senior repair technician sent the part to the supplier for failure analysis as per procedure. A supplemental report will be submitted when the evaluation is completed.

Event description:
It was reported that during the initial inspection and/or service testing of the cardiosave intra-aortic balloon pump (iabp) by a getinge field service engineer (fse), the iabp could not be turned on. This is an out of box (oob) failure of the iabp with no patient involvement and no adverse event reported.

Manufacturer narrative:
The nrc received the power management board from the supplier. The supplier verified the reported failure. They replaced defective u1, c9, c10, r5, u5. The board still failed and they determined the board is un-repairable. The power management board was scrapped and retained in nrc per procedure.

Event description:
It was reported that during the initial inspection and/or service testing of the cardiosave intra-aortic balloon pump (iabp) by a getinge field service engineer (fse), the iabp could not be turned on. This is an out of box (oob) failure of the iabp with no patient involvement and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge fse replaced the power management board (p/n: 0670-00-1162) to correct the issue. Subsequently, all safety, functionality, and calibration checks were completed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The power management board has been requested to be returned to the manufacturer for further investigation. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that during the initial inspection and/or service testing of the cardiosave intra-aortic balloon pump (iabp) by a getinge field service engineer (fse), the iabp could not be turned on. This is an out of box (oob) failure of the iabp with no patient involvement and no adverse event reported.